Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed discordant glucose readings between a dexcom g7 cgm and fingerstick tests while using the ilet system, with cgm values trending higher than capillary results; repeat fingerstick testing showed elevated glucose, the sensor was calibrated, infusion supplies had been changed the same day, the user employs steel infusion sets, and tubing priming showed drops immediately, with troubleshooting and education provided. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included user-guided troubleshooting and sensor calibration. Investigation of this case revealed a cause that remained unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.